Event description:
Patient induced with fentanyl, propofol and mivacurium. Size 4 lma-proseal placed easily and patient then placed in right lateral decubitus position. Initially on controlled ventilation converting to spontaneous breathing approximately 20 minutes later once mivacurium had worn off. Noted green liquid regurgitation in the airway tube, drain tube, and the breathing circut. Removed the lma-proseal, suctioned the pharynx and placed different size 4 lma-proseal. Placed on og tube through lma-proseal and suctioned less than 50 cc bilious liquid. Bronchoscopy showed no bile near the vocal cords. Left the og tube in connected to continuous suction. Fifteen to 20 minutes later, noted bilious regurgitation in the airway tube and the breathing circuit. Removed the lma-proseal and intubated the patient with a size 7 et tube without more muscle relaxant. Bronchoscopy to the level of the carina confirmed no evidence or aspiraton. Patient remained spontaneously breathing throughout with oxygen saturation of 100%. No clinical sequelae. There was no report of device malfunction or problem associated with this event.